Event description:
Customer reported the vertical lift motor will not move. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram card. System operates as intended.